Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on october 2006 by the american journal of sports medicine titled ¿biodegradable and metallic interference screws in anterior cruciate ligament reconstruction surgery using hamstring tendon grafts: prospective randomized study of radiographic results and clinical outcome.¿ the study reviewed 36 patients and identified acl/pcl instability due a reported infection with bioabsorbable interference screws and tenodesis screws in 2 patients during the 2-year follow-up period. Ref: laxdal g, kartus j, eriksson bi, faxen e, sernert n, karlsson j. Biodegradable and metallic interference screws in anterior cruciate ligament reconstruction surgery using hamstring tendon grafts: prospective randomized study of radiographic results and clinical outcome. Am j sports med. Oct 2006;34(10):1574-80. Doi:10.1177/0363546506288014.